Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had no delivery alarm and while troubleshooting mentioned of experiencing low and high blood glucose and being hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 963mg/dl. Customer stated that they were unable to get insulin because they could not find battery cap for insulin and also forgot their needles, so they did not get insulin. The customer experienced symptoms such as passing out and dizziness. The customer was treated with IV insulin drip. The customer was wearing the insulin pump during the hospitalization. Troubleshooting for no delivery and high blood glucose were performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.